Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature of insulin pump was inactive. Customer did not treated their high blood glucose, however they were depending on insulin pump. Customer¿s blood glucose level was started from 461 mg/dl and currently it was 526 mg/dl and it was going higher to 546 mg/dl. Customer also stated that the insulin pump had low reservoir detected anomaly, however they were able to clear the alarm. The insulin pump will not be returned for analysis.